Event description:
It was reported that the ventilator shut down with an audible alarm while connected to the patient. The ventilator would recognize external power. The patient had to be manually ventilated until the patient was placed on a back-up ventilator. No patient harm reported.